Event description:
It was reported that insulin was observed inside the ilet during a supply change, with leakage noted when the user disconnected from the body, rewound the ilet, and removed the cartridge; the user reported not overfilling the cartridge and referenced cartridge, with no alerts or alarms. Customer care provided support included user troubleshooting over the phone. Investigation of this case revealed a suspected cartridge or connection leak pathway consistent with fluid ingress into the pump housing during removal, aligned with a device leak or seal issue in the cartridge or connector interface. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health, medical intervention, or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device interface during cartridge change resulting in leakage.